Event description:
It was reported that the device was unable to be interrogated. A failure to communicate error message was received upon attempting to program the device. The wand battery was changed out and still unable to interrogate the device. No additional relevant information have been received to date.

Event description:
Upon follow-up for additional information and functionality of the vns programming system, the physician's office reported that they are "fine" and are not having any problems. It is unclear if the patient's device was able to be interrogated successfully.

Event description:
It was reported that the patient¿s device is reportedly ¿fine.¿ the wand is not believed to be available to return for analysis.